Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. As per the sap note: the patient was sick and passed away due to illness. The insulin pump played no part in the patients death. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08620 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of (B)(6) 2023. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Lost sensor 1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 20:44:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 06:48:47.000. (B)(6) 2023 18:00:49.000. (B)(6) 2023 18:01:30.000. (B)(6) 2023 18:05:48.000. (B)(6) 2023 18:15:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 02:37:00.000. (B)(6) 2023 18:17:41.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:16:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:17:33.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 12:59:58 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert on (B)(6) 2023 02:37:00.000. Upon checking on the power data/detail trace file, low battery alert on (B)(6) 2023 18:17:41.000 was expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Unable to verify customer's daily total of all insulin delivered surrounding the date of (B)(6) 2023 listed on the pump history and the days prior to that date due to insufficient data in the trace/history files. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2023. The cause of death as reported was congestive heart failure and the customer was hospitalized. The blood glucose level at the time of death was unknown. The customer was not wearing the pump at the time of passing. Troubleshooting was performed. No further patient complications were reported. The pump was returned for analysis.